Manufacturer narrative:
The device data was retrieved and evaluated. Multiple recalibrations were noted but non that led the oxygen control loop turning off. Organox does not recommend frequent manual recalibrations of the terumo cdi, and particular caution should be taken when manually recalibrating. Review of the data does not indicate a device issue. Additionally, a service engineer (se) evaluated the device at the customer site.the service visit confirmed good operation of the device. Device testing was completed confirming good operation of the oxygen and air output, all pumps operating properly. The system is in good standing operation.

Event description:
It was reported low oxygen. The customer sent a message on a low oxygen during latest arterial blood gas (abg) which was 42. A call was placed to the device user (du). During the call the du identified she was conducting hourly abgs and manually calibrating the terumo each time. During the latest abg she noted the low pao2 and dark colored perfusate (blood). During the call, the du noted the pao2 on the gui screen had increased and color improved, she performed another abg which showed a pao2 of 128. The du noted she was satisfied with the resolution.

Manufacturer narrative:
No immediate action deemed necessary. Investigation is ongoing. Device evaluation pending.

Event description:
It was reported low oxygen. The customer sent a message on a low oxygen during latest arterial blood gas (abg) which was 42. A call was placed to the device user (du). During the call the du identified she was conducting hourly abgs and manually calibrating the terumo each time. During the latest abg she noted the low pao2 and dark colored perfusate (blood). During the call, the du noted the pao2 on the gui screen had increased and color improved, she performed another abg which showed a pao2 of 128. The duly noted she was satisfied with the resolution.